Event description:
This lv lead was implanted on (B)(6) 08. There was a yellow alert for low lv intrinsic amplitude detected (B)(6) 2011 . Caller reports lv impedances are stable 400 ohms. Caller also notes l vp 96%. Rvp 20%. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).